Manufacturer narrative:
(B)(4). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Maude event report (mw 4190096) states: the polyethylene patella of my depuy total knee replacement broke into 2 pieces. This happened only 8 years ((B)(6) it broke) after the surgery with normal wear and tear. The patella markers were traveling up my thigh and the broken pieces floated around in my knee. We were told this knee could last up to 25 years. Depuy says 15 years or more. Had to have revision surgery with difficulty healing due to repeated incisions into scar tissue. The patella was replaced another and the doctor says I'll need to find another total replacement within ten years due to this "outdated" knee. The parts used were depuy lcs complete primary femoral #129403050 lot# 1850620, lcs complete rp insert #1294-05-512 lot #y848l4000, mbt keel tibial tray #129433150 lot #1934302, lcs complete m/b patella porocoat #1294-09-650 lot #1951298 and bone cement # 545031000. I want to know if there is a recall on the poly patella component. Thank you.